Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient stopped recharging his ipg as recommended. In turn, the patient lost stimulation over time. A company representative met with the patient and deemed their ipg inoperable. As a result, the patient's ipg was explanted and replaced. Therapy was restored post-op.